Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) has reached battery status eri and is scheduled to be replaced. The device may not have met physician's expectations regard to longevity.